Event description:
It was reported that the patient may have had a micro-perforation. It was also reported that one month post-implant, the right ventricular [rv] lead threshold measurements were higher than the post implant values. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.